Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 27-nov-2022 to 26-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported when using the pyxis medstation es system there was a drawer failure that prevented user from removing a medication. The customer stated that there was a delay of giving the medication, but there was no harm to the patient and/or user. There was no report of impact to the patient or user.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system had drawer failure. A field service engineer stated the issue was resolved by customer. The system was functioned as intended.

Event description:
It was reported when using the pyxis medstation es system there was a drawer failure that prevented user from removing a medication. The customer stated that there was a delay of giving the medication, but there was no harm to the patient and/or user. There was no report of impact to the patient or user.